Manufacturer narrative:
The connection strength between the clear tube and white portion of the drain glued to the clear tube was tested in the retain sample from the same lot and found to be very strong (twice above the minimal requirement). In 2019 we observe have sharp increase of reports on breakage in these drains during use, in connection area. The breakage was associated with the new tool used for the production of connector which connects clear tube and white draining portion in these drains. Following this increased rate, on 06/28/2019, degania initiated recall #8030107-06/28/2019-001-r to remove all drains in which new design of connectors was used.

Event description:
Channel drain broke inside patient and the patients needs to go another surgery. #jp-2188. I was able to talk to the rep. As per the rep, this is very urgent due to patient injury. (Call the customer contact to obtain patient details). The customer wasn't able to salvage any label for the lot number.